Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during basal delivery and had received multiple, intermittent incomplete bolus alerts. The customer's blood glucose (bg) level was 245 mg/dl. The customer declined to complete the system check with tandem technical support to determine a possible cause of the occlusion. Tandem technical support reviewed the pump t:connect data regarding the incomplete bolus alerts and for each occurrence, the customer had interacted with the pump just prior to the alert sounding. The customer insisted that the pump was sounding the alert "on its own". Reportedly, the customer had been using the humalog insulin in the cartridge for approximately 4 days.